Event description:
Rptr had 10 ect treatments and was never told she could lose memory as she did (shortterm and longterm). She lost about 15 yrs of memory. When returned from hosp rptr could not identify her clothes. She did not know her childrens ages, likes, dislikes or school classes. It took years to piece her life together and rptr has dealt and still deals with memory problems, cognitive problems, especially visual and auditory processing. These problems exist today and it is and has been difficult to have a job. Rptr, at this late date, is getting some help with cognitive retraining. Rptr complained of memory loss after 4th ect; but they continued to give 6 more. After ect rptr's brain felt so "empty" she was fearful. At this time rptr recalls several drs trying to hypnotize her to get her memory back.